Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic ectopic pregnancy procedure, the jaws of the device jammed and would not open after sealing tissue. Tissue resection was performed to remove the device. No unintended tissue damage occurred during the procedure and there was no patient injury.